Event description:
The pt reported that she was receiving multiple occlusion alarms on her infusion device. She reported that in 2007, she was receiving occlusion alarms. During troubleshooting with company rep, it was dicovered that the pt was using an expired battery. The pt replaced the power pack and was able to bolus successfully. Two days later, the pt reported that at 5am she had an occlusion alarm. She changed her infusion set and the device functioned properly. The pt reported later that day that her blood glucose readings had been elevated to 250 mg/dl (normal range is 140-150 mg/dl). She was able to prime the device successfully and bolus to reduce her elevated blood glucose values. The pt reported that she had also experienced elevated blood glucose at 550 mg/dl on the original date, and she experienced a bad headache. She contacted her physician and he advised that she administer an insulin injection to reduce her elevated blood glucose. Three days later, the pt reported that she received another occlusion alarm at 12pm. The pt was able to clear the alarm and bolus. The product was replaced and requested to be returned for evaluation.